Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mid left anterior descending artery. After predilatation was performed with a 2.0 x 15 mm balloon catheter the 3.0 x 48 mm was deployed at 16 atmospheres at the lesion. A distal edge stent dissection was observed which was treated with another xience stent. No clinically significant delay in the procedure was reported. No additional information was provided.